Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, e3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. However, the subject device was not returned to mbc, and we could not specify the occurrence cause by confirming the event or analyzing the actual device. The event can be detected/prevented by following the instructions for use: IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the events. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The olympus asset was returned to the olympus service center as part of an annual inspection. It was observed that during the device evaluation, the air/ water cylinder had foreign objects, the air/ water tube had foreign objects and the adhesive around the light guide lens had foreign objects. There were no reports of patient involvement.